Manufacturer narrative:
Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag with the shelf carton from lot # 9042865. Customer states that there was no perforation and a damaged shield. The returned sample was examined and exhibited no perforations on the poly bag, a crushed plunge cap, and a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 9042865. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that forms the perforation and a knife that severs the bag from the roll.when the syringes dropped through the tube into the polybag, one syringe most likely caught on one of the other syringes in the bag and did not drop to the bottom of the bag, leaving the top of the syringe in the top seal and perforation area of the polybag. With the syringe in this position, the knife would not have been able to form the perforation and the jaw would not have been able to completely seal the bag. The cap and plunger thumb press would have been damaged by the jaw.

Event description:
It was reported that there was no perforation on the packaging while opening up the bd insulin syringe with the bd ultra-fine¿ needle during use, so it had to be "ripped" open, and the syringe shield was found "crushed" inside. The following information was provided by the initial reporter: "spouse stated there was no perforation making it easier to open bag so she had to rip it open. Stated, 1 syringe had a damaged shield. It was crushed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no perforation on the packaging while opening up the bd insulin syringe with the bd ultra-fine¿ needle during use, so it had to be "ripped" open, and the syringe shield was found "crushed" inside. The following information was provided by the initial reporter: "spouse stated there was no perforation making it easier to open bag so she had to rip it open. Stated, 1 syringe had a damaged shield. It was crushed."